Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system implantable pulse generator would no longer communicate with the controller. The abbott representative met with the patient and was unable to connect with the clinician programmer as well. Surgical intervention was taken and the generator was successfully replaced without complications. Stimulation therapy was restored postoperatively.